Event description:
Called alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio2: 2.3; lab: 1.8. Lab draw was done within two hours of inratio2 test. Pt was on lovenox now and during the testing. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
No data analysis was performed because pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." It may have contributed to unexpected result. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results are as follows: donor: (B)(6). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. As reviewed on (B)(6) 2012, fifty (50) discrepant result complaints were reported for lot number 271133 yielding a complaint rate of 0.0833%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code mz5qh which brick lot number 257205 was assigned and packaged into strip lot numbers 271133, 271481, 271135, and 271134. Ninety (90) total discrepant complaints have been reported for lot numbers 271133, 271481, 271135, and 271134 yielding a complaint rate of 0.027%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.